Event description:
On (B)(6) 2019 a spill involving a chemotherapy drug preparation occurred inside the i.v. Station onco device. The spill was identified by the user following. There is no known adverse patient effect related to this drug spill within the device, however, there is a concern regarding user exposure during clean-up of the spill. There is also a potential of cross-contamination if the spill was not immediately identified and cleaned and internal components of the device transferred spilled drug to other preparations.